Event description:
It was reported that the patient had a device replacement procedure that was complicated by a pocket infection, impending erosion, and a systemic infectious process. The implantable cardioverter defibrillator (ICD) was implanted submuscular due to the impending erosion and followed by the ICD system removal. The ICD system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead (B)(6) 2004. (B)(4).